Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had declared a battery status of end of life (eol). The patient had noticed that their heart rate was in the 50's therefore, was evaluated. It was determined that the device had reverted to pace/sense in the ventricle only at 50 beats per minute. The patient's underwent a revision procedure and this device was replaced. There were concerns regarding how fast the device went to eol. No adverse patient effects were reported.